Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use. The philips field safety engineer (fse) inspected the system onsite and confirmed that foot pedal was sticking and sometimes not making contact which used to happen intermittently. Further inspection revealed, all kind of blood and debris inside the footswitch which may have led to the issue. The fse tried to perform restart, but it had no impact on the reported issue. The fse found that the issue was most likely occurring due to defect in the wired footswitch and pictogram sheet footswitch family. The fse, on the other hand replaced both the parts and returned the device to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the foot switch did not work intermittently. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.